Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of 21 mmol/l (378 mg/dl) since about 3 months. She believes the infusion set is occluded and the infusion device does not properly display the e4 (occlusion) error. Her normal blood glucose range is 8-10 mmol/l (144-180 mg/dl). No further information was provided. The infusion device was requested to be returned for evaluation.